Event description:
Upon inspection of the product, no issues were found. However, resetting the sheath tube proved challenging, only returning to a position between 0.5 and 1. After adjusting beyond 3, significant force was required to reset it to zero. The needle was inserted into the endoscopic ultrasound system. The first puncture was performed without issue. Following the second puncture, the sheath tube could no longer be reset to zero. During repeated adjustments of the patient's body position, the retraction of the endoscope caused the ultrasound needle sheath scratch the duodenal wall. A new needle was used for the subsequent puncture. 1. Is the tracking # available? Not available yet 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 3. Please describe the size of the intended target site. No info. 4. Was gaining access to the target site difficult? No. 5. Was puncture of the targeted site difficult? No. 6. Was the device used in a tortuous position? No. 7. Was force required to remove the device? N/a, yes, no 8. When was the issue noted? Needle retraction 9. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 10. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 11. Was force required on insertion of device into scope? No. 12. Was resistance felt while inserting the device through the scope? No 13. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 14. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 15. Was the stylet partially removed when advancing the needle into the target site? No. 16. Was the syringe used during the procedure, after the stylet was removed? Yes 17. Was difficulty experienced while retracting the needle? No. 18. Was it possible to be fully retract before removing the needle from the patient? Yes 19. How many samples were obtained (passes completed) with this needle? 1 20. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No info. 22. For procore needle, is the device damage located at the notch/core trap? No info. 23. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Sheath cannot be set to "0", need a lot of force especially inside endoscope. Outside of endoscope sometimes is fine sometime is not. 24. Was the stylet fully in place inside the needle when advancing into the targeted site? No info.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot number: c2307664 of echo-hd-22-c was returned for evaluation, opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 08th of october 2025 and lab re-evaluation on 04th of november 2025. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined and biological material present, no issue observed with distal end. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract without issue. Stylet removed from device without issue. Stylet examined and no issue observed. Stylet re-inserted into device without issue. Lab re-evaluation 04 nov 2025. Functional inspection: sheath extender able to advance to position 0 after loosening the screw. The reported issue was not observed. Images were provided to support the investigation. Image 1 was reviewed through cook research inc. (Cri) and comments were provided by the independent reviewer. Image 2 is an image of product label and lot number. Image 3 presents the device itself. Sheath extender was observed at position ¿0.5¿ and needle handle at position ¿0¿. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number: c2307664 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label: the ¿notes¿ section of the instructions for use, ifu0077 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: image 1 was reviewed through cook research inc. (Cri) and comments were provided by the independent reviewer. 1. The only image submitted for review is an endoscopic image demonstrating hemorrhage. No images of the procedural issue or the device was submitted for review. 2. Given the description of the event, the potential causes of the complaint are numerous. Potentially, the needle bent during the second throw, causing challenges with advancing the sheath over the needle. Additionally, if there was too much tissue lodged in the tissue window, or potentially dried blood between the sheath and the needle, this too would have caused issues with advancing the sheath over the needle. There is no discussion if the device worked on the back table which would have been helpful in narrowing down the potential cause. Root cause analysis: a definitive cause could not be determined from the investigation. A potential root cause may be that the thumbscrew on the sheath adjuster was not fully loosened, preventing the sheath extender from moving as intended. However, no defects, whether functional or visual, were observed during the evaluation of the returned device. Biological matter was observed on the needle during lab evaluation, as per input of independent reviewer on the image review ¿additionally, if there was too much tissue lodged in the tissue window, or potentially dried blood between the sheath and the needle, this too would have caused issues with advancing the sheath over the needle.¿ confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: device cannot be adjusted to "0". Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During repeated adjustments of the patient's body position, the retraction of the endoscope caused the ultrasound needle sheath scratch the duodenal wall. A new needle was used for the subsequent puncture. Medical input: ¿if it was the sheath tube (not the needle tip) scratch the duodenal wall, a severity of +1 as no harm is suitable; if the duodenal wall was scratched by the exposed needle tip, a severity of +2 would be appropriate as a harm of minor trauma to the mucosa could occur. It seems like a scratch from the sheath as per the event description rather than the needle tip, please confirm¿. It was confirmed ¿yes, it is sheath scratch the duodenum.¿ investigation findings conclude that a definitive root cause could not be determined. A potential root cause may be that the thumbscrew on the sheath adjuster was not fully loosened, preventing the sheath extender from moving as intended. However, no defects, whether functional or visual, were observed during the evaluation of the returned device. Biological matter was observed on the needle during lab evaluation, as per input of independent reviewer on the image review ¿additionally, if there was too much tissue lodged in the tissue window, or potentially dried blood between the sheath and the needle, this too would have caused issues with advancing the sheath over the needle.¿ complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-nov-2025.